Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8785 lot# n523078, implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n499422, implanted: (B)(6) 2015, product typel accessory. (B)(4).

Event description:
It was reported that the patient had an infection post implant at the pump site. The type of infection was unknown; a culture was obtained at the device pocket and the type of organism cultured was not specified. Antibiotic treatment was necessary. The pump was reportedly providing excellent relief, but surgical infection resulted in removal of the pump, and a new pump was implanted on the opposite side with a new catheter pump segment. Most of the spinal segment was left in place and a new catheter was added. The patient did not have meningitis; was doing well; and the infection on the original side was controlled. The pump system was being used to infuse hydromorphone, bupivacaine, and clonidine.